Manufacturer narrative:
Corrected information d1, d3 device manufacturer name, d4: model #, d4unique identifier (UDI) #, g4. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "error 322 link switch" was reproduced. A review of the event history log (ehl) revealed "error 322 link switch" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower link switch was not functioning as intended. The lower link switch, and the lower aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low))during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.